Event description:
It was reported that during an ent procedure, the surgeon reported that a clip is somehow not loading or falling out intermittently. When the applier is then used, the applier not only does not apply a clip, but it cuts the vessel. Unknown how case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.